Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with lost sensor alarm. The customer states they had high blood glucose levels. The customer states the high levels were more than likely due to hitting scar tissue upon insertion. The customer's blood glucose level at the time was 596mg/dl. The customer states they treated with manual injection. The customer declined to troubleshoot for the high levels. The customer was assisted in programming the correct transmitter identification. No further assistance needed at this time.